Event description:
The tech alleged the side rail is almost torn off of the bed. No pt impact.

Manufacturer narrative:
The tech found the side rail is extremely damaged. The tech replaced the side rail to resolve the issue.